Event description:
It was reported the patient was admitted to the hospital and diagnosed with an infection at the ipg site. As such, the patient's scs system was explanted and the patient was hospitalized to address the issue. Surgical intervention took place on an unknown date.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. Date of explant is unknown.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.